Event description:
The customer reported that the freedom driver exhibited irreversible fault alarms while supporting a pt. The customer also reported that the pt was plugged into the freedom a/c power supply when she heard several short fault alarms that became irreversible fault alarms. The customer also reported that the pt rotated her freedom onboard batteries to resolve the issue, but the irreversible fault alarms continued. The pt was subsequently switched to the backup freedom driver. There was no reported adverse pt impact. This alleged failure mode poses a low risk to the pt because although the freedom driver exhibited irreversible fault alarms, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited irreversible fault alarms while supporting a patient. The customer also reported that the patient was plugged into the freedom a/c power supply when she heard several short fault alarms that became irreversible fault alarms. The customer also reported that the patient rotated her freedom onboard batteries to resolve the issue, but the irreversible fault alarms continued. The patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the interior and exterior of the driver revealed no abnormalities. Testing determined that the root cause of the reported fault alarm was corrosion of the internal bond wires within the u22 pressure sensor on the main printed circuit board assembly (pcba). The driver exhibited a fault alarm immediately upon startup, duplicating the customer-reported issue. In addition, the alarm history (eeprom) data verified that the fault alarm that occurred during failure investigation testing was the same fault alarm of "bottom pressure too low," that occurred at the customer site. Despite the u22 bond wire corrosion and fault alarm, the freedom driver passed all pressure test requirements which included cardiac output (co), pulmonary aortic pressure (pap), arterial pressure (aop), left atrial pressure (lap) and right atrial pressure (rap) performance metrics associated with nominal normotensive and hypertensive settings. The main pcba was replaced and the driver was serviced and passed all final performance testing. This failure mode posed a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. Syncardia has initiated a corrective action (CAPA) to address the issue of u22 pressure sensor failures. The investigation is in process. Potential corrective actions will be evaluated when the root cause investigation has been completed. Syncardia has completed its evaluation of this complaint and is closing this file.